Event description:
It was reported that during a t2-t9 spinal procedure to use cables, the cable tensioner could not tighten the cable. The cable was manually adjusted. No pt complications were reported.

Manufacturer narrative:
(B)(4). Functional evaluation of instrument reveal functional non-conformance of lever sub-assembly to print specification; pawl is binding at interface with lever, disallowing proper tensioning of instrument. An attempt was made to loosen pawl with instrument lubricant and manual manipulation without success. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.